Event description:
It has been reported that one bd ultra-fine¿ insulin syringe has been found broken during use. The following has been provided by the initial reporter: it was reported the past few orders specifically regarding the 3/10ml 8mm ultra-fine syringes have been either very dull and hard to inject clients, or they have been sent to us broken, customer reported. Verbatim: our injectors on staff have noticed that the past few orders specifically regarding the 3/10ml 8mm ultra-fine syringes have been either very dull and hard to inject clients, or they have been sent to us broken. Unfortunately we do not have any of the defective needles remaining as we place them in the biohazardous sharps container immediately after use and we have recently had them taken off site. Our injectors estimate around 2 boxes would be the equivalent of the syringes we had issues with.

Manufacturer narrative:
Investigation summary: customer returned a photo of a 3/10cc syringe. Customer states that they have been dull, very hard to inject, and broken. The photo was examined and exhibited a broken thumb press. The cannula was not shown in the photo. A review of the device history record was completed for batch# 9014703. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for smeared stoppers /dry barrels. A review of the device history record was completed for batch# 9070598. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for smeared dry barrels. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken thumb press). As per investigation completed by manufacturing, "on 18oct2019, holdrege received a complaint, via a picture. Visual inspection of the picture found (1) syringe with the thumb press broken off the plunger. The thumbpress was broken directly under the thumbpress where the thumbpress and the rod connect. The thumbpress was just barley attached to the rod. Process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. Root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd ultra-fine¿ insulin syringe has been found broken during use. The following has been provided by the initial reporter: it was reported the past few orders specifically regarding the 3/10ml 8mm ultra-fine syringes have been either very dull and hard to inject clients, or they have been sent to us broken, customer reported. Verbatim: our injectors on staff have noticed that the past few orders specifically regarding the 3/10ml 8mm ultra-fine syringes have been either very dull and hard to inject clients, or they have been sent to us broken. Unfortunately we do not have any of the defective needles remaining as we place them in the biohazardous sharps container immediately after use and we have recently had them taken off site. Our injectors estimate around 2 boxes would be the equivalent of the syringes we had issues with.